Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified primary audible alarm background test. During the functional testing was unable to duplicate the reported issues during the occlusion test. The root cause of the issue could not be determined. Replaced the speaker for preventive measures and performed preventative maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Additional event information received indicating no patient involvement (updated b5, h6)

Event description:
Additional information received: customer confirmed there was no patient involvement.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure primary audible alarm background test. No adverse effects were reported.